Event description:
Drive devilbiss healthcare was notified of an incident involving a bath bench by an end user, who stated that the legs of the unit "started bending" and are "all twisted," which reportedly caused the end user to "fall backwards" in the shower "hurting" themselves, although the end user did not report receiving any medical treatment. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.